Manufacturer narrative:
Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6) rroneous results were reported to doctors, and patients were not impacted. Customer indicated that drawer d had false positives. Bd remote assistance tried to communicate with the customer, but the customer is unreachable. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined.

Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged false positives in drawer d occurred. It is unknown if confirmatory testing was performed or patient impact.

Manufacturer narrative:
Medical device expiration date: na. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged false positives in drawer d occurred. It is unknown if confirmatory testing was performed or patient impact.